Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor electrode was missing. Blood glucose was 6.1 mmol/l. Customer reported that he inserted one sensor this morning but when he tried to start sensor it prompted him cannot find sensor signal. Customer then tried to remove the transmitter but accidentally pulled the sensor together with the transmitter. Customer reported that he found out that the electrode was not in the sensor which normally should be there. The sensor will be returned for analysis.